Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and the compromised force sensor system alarm during the prime/compromised force sensor system test at 4.0lbs due to a faulty force sensor resistor. The pump passed the operating currents test, displacement test. They are unable to perform the self test, unexpected restart error test, occlusion, and no delivery test due to the compromised force sensor system alarm. The motor passed the motor test. The pump had a cracked case at a display window corner, cracked battery tube threads, reservoir tube lip, and a minor scratched display window.

Event description:
The customer reported via phone call that she was changing her infusion set today and when she was priming, insulin started squirting out at the end of the tubing. Customer then received a compromised force sensor system alarm. Customer's blood glucose was 107 mg/dl. Customer was advised to disconnect from the pump. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.